Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2006, a 2.5x23 mm non-abbott stent was implanted in the left anterior descending artery. In (B)(6) 2009, stent thrombosis was observed in the lesion in which the non-abbott stent was implanted. Plain old balloon angioplasty (poba) was performed for treatment. On (B)(6) 2010, eosinophilia was observed (17.2%). On (B)(6) 2010, stenosis was observed in the distal part of the non-abbott stent and a 2.5x15 mm xience v stent was implanted. In (B)(6) 2010, eosinophil count returned to average count. In (B)(6) 2011, restenosis was observed in the non-abbott stent during the follow-up coronary angiography and poba was performed. The lesion in which the xience v was implanted was in good condition. On (B)(6) 2011, restenosis was observed again in the non-abbott stent. A 2.5x12 mm xience v stent was implanted. On (B)(6) 2011, the patient developed itching on his right hand, which was treated with medications. On (B)(6) 2011, eosinophilia (52.7%) and high number of white blood cells (11700) were found on blood test result. The symptoms are ongoing. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).